Event description:
It was reported by a healthcare provider that a patient had a higher than expected calculated flow rate with an intera 3000 hepatic artery infusion pump the arterial flow rate for the device as manufactured os 1.3 ml/day. The patient had been admitted for the first refill cycle post implantation. Implant date was (B)(6) 2022. The pump was filled with saline after implantation. The first refill was conducted on (B)(6) 2022 and the flow rate was calculated to be 1.5 ml/day. The pump was filled with floxuridine for treatment of metastatic cancer to the liver. The second refill was conducted on (B)(6) 2022 and was calculated to be 1.8 ml/day. The intera 3000 hepatic artery infusion pump has a labeled flow rate tolerance of +/- 15% as stated in the information for use. After investigation and discussion with the healthcare provider, it was determined that the patient was domiciled at a location at 4,554 ft above sea level for the second refill period only. The intera 3000 hepatic artery infusion pump IFU provides information on flow rate adjustment at elevation. The correction for flow rate at 4,554" is an increase of approximately 32%. An increase of 32% on 1.3 ml/day yields a flow rate of 1.7 ml/day. As labeled, a +15% variance allowed per the labeling range of flow of 1.7-2.0 ml/day. A calculated flow rate of 1.8 ml/day was therefore determined to be non-discrepant. The pump was determined to be performing as expected based on the information provided. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record indicated no nonconformities pertaining to the manufactured device, all functional and performance specifications were met. As stated in the event description, the intera 3000 information for use contains instructions on flow rate variances for elevation.